Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that error code# 1113 (invalid test result, read value#), error code# 1118 (invalid test result, intercept too low) and error code# 1063 (invalid test result, correlation coefficient too low) was generated on pt samples on the axsym digoxin iii assay. There was no impact to pt management reported.